Event description:
The event is reported as: complaint alleges: "(B)(6) the patient who connected the breathing machine was in need to use tracheostomy tube for chronic bronchitis. The tube passed function test and then inserted to patient. On the seventh day of use of the tube, nurse discovered that balloon was broken, then changed another rusch tracheostomy tube to the patient to continue treatment. The same problem of balloon broken was discovered after four days, thus change the third tracheostomy tube to the patient again." No patient injury reported. Additional information is being requested.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.